Manufacturer narrative:
This supplemental report is being created, include additional information received. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the therapeutic uterine electrocautery treatment, the electrode distal end was broken. After discovering, the fracture. They removed the work handle from the outer sheath, removed the loop. And performed an endoscopic examination to see if there were any loose objects in the body. No loose objects were found. And the loop was replaced to complete the surgery. Searching for any loose objects and replacing the device caused a delay of five minutes in the surgery. The procedure was completed successfully with a similar device. The patient was discharged after recovery. The product was inspected before use with no anomalies.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) further investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the reported issue and damage can be attributed to usage-related wear and tear. The loop wire at the distal end of the hf-resection electrode wears out during use and may break, burn or melt. This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the electrode distal end was broken. There were no reports of patient harm.